Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Visual inspection found a loose connection behind the front cover. To resolve the reported issue, the representative secured the connection. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site radiologic technologist (rt) reported that, while driving the imaging system, the system would enter e-stop mode. The reported issue was resolved by pressing the reset button. No additional information was provided. There was no patient present when this issue was identified.